Event description:
It was reported that the insulin pump had a scratch across the screen. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.

Manufacturer narrative:
Pump received with deep scratched display window.